Manufacturer narrative:
Initial reporter: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. A three second pause was noted following cardioversion. The implantable pulse generator (ipg) was "functioning normally with interrogation post cardioversion" and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.